Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative who reported that a pump dye study was attempted on either (B)(6) 2022 or (B)(6) 2022, but it could not be done because they were ¿unable to aspirate fluid implying catheter is malfunctioning¿. Prior volume discrepancies included that on (B)(6)2022, they expected 4 ml, but the actual volume was 7 ml; on (B)(6) 2022, they expected 8.2 ml, but the actual volume was 16 ml; and on (B)(6) 2022, they expected 2.9 ml, but the expected volume was 7.0 ml. The cause of the volume discrepancies was noted to be ¿catheter malfunctioning (occluded)¿. The patient was scheduled for a catheter revision surgery and the intrathecal meds were being decreased. The clonidine concentration was 140 mcg/ml.

Event description:
Information was received from a consumer who was receiving dilaudid and clonidine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported that the patient was getting more medication out of the pump than anticipated whenever they took medication out of the pump. The patient mentioned that they used to consistently withdraw 8 to 10 cc even though the report said to expect 2 to 3 cc's. In the last month there was over 11 cc left. As troubleshooting the patient mentioned they were going to do a catheter dye study the following day. There were no symptoms or patient complications listed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8709 serial/lot #: (B)(6) implanted: (B)(6) 1999 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) ubd: 2000-09-07, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) which indicated that, approximately 6 months prior to this report, the patient started to experience a gradual onset in her pain. In addition to her increased pain, a volume discrepancy occurred at the patient's most recent refill one month prior to the report. The expected reservoir volume was 4ml and the actual reservoir volume was 11ml. It was noted that a dye study and rotor study were completed. At the time of this report, no actions had been taken yet to resolve the issue. A surgery was scheduled for (B)(6) 2022 for a new catheter implant. At the time of this report the issue was not resolved and the patient status was "alive-no injury". No environmental factors contributed to the issue. The patient's weight was asked but was unknown. The patient's medical history was asked but would not be made available. The pump was used to deliver dilaudid (hydromorphone) 15mg/ml at 11.2mg/day and clonidine at 10.001mg/day. Concentration information for clonidine was not reported.